Event description:
It was reported that during a cryo ablation procedure, temperatures were dropping faster and colder than expected when the balloon catheter was in the left atrium of the patient. The electrical umbilical cable was replaced and the self test proceeded but the temperatures did not improve. The console was restarted without resolve. The balloon catheter was then replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and afapro28 balloon catheter with lot number 18784 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. Two files were received and recorded on the reported date of the event. One file showed five applications were performed using the returned catheter. The file showed system notice 50002 "the system has detected an electrical component failure" during inflation on the first application. The file also showed console output data, pressure, preset pressure and flow, with unexpected pressure profiles and flow profiles during ablation on the second and fifth applications. The second patient file showed two applications with the same returned balloon catheter and 13 applications using a non-returned balloon catheter. The file showed console output data with unexpected pressure profiles and flow profiles during ablation on the first and third applications. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was below -60 degrees celsius. The inflation, ablation, and thawing phases were completed. No console system notices were generated. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through testing. The balloon catheter failed the returned product inspection due to the injection tube fracture/tear observed at the balloon segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.